Manufacturer narrative:
Additional information which was received on nov 5, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(6).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to bone fracture.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient had a hip replacement in (B)(6) 2020. Patient sustained a femur fracture due to a fall and was revised on (B)(6) 2020. Review of received data: medical data was not provided. Product evaluation: the product was discarded; therefore, visual evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the patient had a hip replacement in (B)(6) 2020. Patient sustained a femur fracture due to a fall and was revised on (B)(6) 2020. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the description, it can be assumed that the femur fracture was caused by the patient's fall. Nevertheless, the reported femur fracture could not be confirmed due to lack of medical data; therefore, no exact cause could be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical product: exact stem removal jaw; catalog no#: x31-400060; lot#: 443702. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to bone fracture.